Event description:
Event description boston scientific, crm received information that this patient's right ventricular lead perforated into the pericardium. The lead helix was withdrawn and the lead was capped and abandoned surgically. The patient had complained for one year of dyspnic feelings. Another right ventricular lead was successfully implanted during the procedure.